Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow up and device showed two alerts for at/af events. Eri was observed to be less than 3 months. Upon interrogation of the device, patient did not receive any notification or an alert message during the follow up regarding device reaching eri. Patient is scheduled for a follow up in 3 months and device will be replaced based on outcome of the next follow-up. Patient is stable.

Event description:
New info received: device was replaced on (B)(6) 2016. Patient is stable.

Manufacturer narrative:
The reported eri alert anomaly was not confirmed in the laboratory. Review of the device image indicated the eri trim was set to 2.43v and so the conditions for the eri alert were not met. The device was tested on the bench and no anomalies were found.